Manufacturer narrative:
It was reported that a patient underwent an atrial fibrillation (afib) ablation procedure with a carto vizigo¿ 8.5f bi-directional guiding sheath ¿ medium and a hemostatic valve separation occurred. It was reported that the vizigo sheath's hemostatic valve was leaking back blood. It was noted that there was no physical damage observed on the valve. Additional information was received on 3/30/2020 indicating that during afib ablation procedure, while getting ready to go transseptal, the physician noticed that the vizigo sheath hemostatic valve was leaking back blood and did not stay sealed as intended. There was no excessive blood return, just dripping out of the back of the sheath. No air was introduced into the body. The investigational analysis completed on 4/15/2020. The sheath was inspected, and it was found with the hemostatic valve dislodged inside of hub and the clear tube that is connected to the hub was severed. Friction ring and brim cap remain intact. The dislodged condition noted on the hemostatic valve is related with the customer complaint and may have been caused by excessive force and handling being applied to the device. However, none of those can be conclusively determined. A manufacturing record evaluation was performed and no internal actions were identified. Customer complaint was confirmed. The root cause of the damage on the hemostatic valve inside the hub and clear tube could be related to handling of the device during the procedure. However, this cannot be conclusively determined. Manufacturer's reference no: (B)(4).

Manufacturer narrative:
The analysis has begun but is not completed at this time. When the investigational analysis has been completed, a supplemental 3500a report will be submitted. If additional information is received regarding this event, a supplemental 3500a report will be submitted to the FDA. (B)(4).

Event description:
It was reported that a patient underwent an atrial fibrillation (afib) ablation procedure with a carto vizigo¿ 8.5f bi-directional guiding sheath ¿ medium and a hemostatic valve separation occurred. It was reported that the vizigo sheath's hemostatic valve was leaking back blood. It was noted that there was no physical damage observed on the valve. There was no additional vizigo sheaths available for replacement. The vizigo sheath was replaced with an agilis sheath. The issue resolved, and the procedure continued. The carto 3 system was operating per specifications and was not responsible for the product issue. On march 26, 2020, the biosense webster, inc. Product analysis received the device for evaluation, and upon initial visual inspection, it was noted that the hemostatic valve was dislodged and the clear tube that is connected to the handle was severed.